Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Shortly after the impella was implanted and started up, the pump stopped. The impella was explanted and the patient was supported with intra-aortic balloon pump and extracorporeal membrane oxygenation. There was no patient harm related to this event.

Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned for investigation. Significant catheter kink and cannula kink were found on the returned product. The pump passed electrical testing and laser testing. During a test in a bucket of water, the pump stoppage was reproduced. Further investigation revealed damage to the outflow cage inside the cannula, which was obstructing the impeller from rotating. According to clinical details, pump stop was reproduced at the start of the case. The data log recorded only impella plug connect prompt. The cause of the pump did not start issue was a damaged outflow cage due to excessive force applied during pump implant.